Event description:
Related manufacturer reference number: (B)(4). It was reported that the implantable cardioverter defibrillator exhibited post paced t wave over-sensing and the right ventricle lead exhibited over-sensing noise and far p over-sensing episodes. No intervention was performed. Patient was stable.